Event description:
On (B)(6) 2012, the lay-user/patient contacted lifescan from the (B)(4) alleging that a one touch verio pro meter displayed an error 4 message. The patient did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the meter displayed an error 4 message. There is no evidence, however, that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
The lay user/patient's subject test strips have been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the test strips involved with this complaint were tested and found to have failed. On performance testing with control solution, error 4 was observed and no assignable cause found. The meter had also been requested back but has not been returned. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted.

Manufacturer narrative:
(B)(4): the alleged issue was confirmed when testing with control solution during investigation. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.